Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with vertical fracture along the lateral femoral condyle; overall fit alignment of the implants is appropriate; no signs of loosening, wear, radiolucency. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient fell which resulted in a distal femoral bone fracture. The patient underwent revision surgery to replace the affected components. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard articular surface: catalog#ni, lot#ni; unknown vanguard tibial tray: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.